Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidoses. Checked programming. Insulin concetration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Customer stated that their trainer performed trouble shooting on the pump.